Event description:
It was reported that when the pump read "low battery", the user plugged it in to charge it, but the pump continued to run on battery. The pump then shut off, so the patient was switched to another pump without any complications.